Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery the reload was unable to fire.

Manufacturer narrative:
(B)(4)

Event description:
The stapler partially fired during the pre-test phase. It was not used on the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. During functional testing, the interlock was overridden and the reload was then applied to test media and found to function properly. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.